Event description:
In 2006, the facility reported to baxter that a patient lost blood when a 15 gauge venous needle became dislodged during hemodialysis treatment on a system 1000 instrument. The treatment was discontinued and the patient was taken off the instrument. The volume of blood lost was unknown, however, the patient did not become hypovolemic. The blood pump flow rate was 400ml/min. The patient noticed the needle displacement and notified the nursing staff. The operation of the venous monitoring system was checked by one of the renal technicians at the facility and found to be operating correctly. The extracorporeal blood circuit had been disposed of by the nursing staff . There is no further information available at this time. If additional information becomes available. A follow-up report will be sent.